Manufacturer narrative:
(B)(4). Date of event: unknown, was reported as a few days following surgery. To date, the intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that following implantation of the intraocular lens (iol) into the patient's right eye, the patient developed an infection a few days after surgery, the date of onset was not provided. The patient required a vitrectomy and antibiotic injections. Lengthy treatment but has resolved. Pain, swelling, redness, tearing, and decreased visual acuity were reported. The patient has recovered. No further information was provided.

Manufacturer narrative:
No product was returned as the lens remains implanted; therefore no visual inspection was performed. Manufacturing record review: a review of the manufacturing records for the intraocular lens was performed. The manufacturing process record was evaluated and the lenses were manufactured within specifications. The units were released according to specification. A review of the sterilization record was performed. The sterilization record review did not identify any non-conformance reports associated with this lot. The sterilization lot record was evaluated and the lenses were within specifications at the time of release. The units were released according to specification. A product complaint history search was performed, no potential product deficiencies were identified. Manufacturing process controls were reviewed and final product must meet release criteria. The instructions are detailed for every step of the process. The manufacturing record process review showed product was manufactured and released according to specifications. The lens met specification prior to release. Labeling review: the directions for use (dfu) were reviewed. The directions for use provide the physician with proper usage instructions and guidelines. Some conditions may contribute to the reported complaint are stated where the physician should weigh the potential risk/benefit ratio. Surgical difficulties at the time of cataract extraction may increase the potential for complications. The dfu adequately provides instructions, precautions and warnings for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.